Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Customer resumed insulin therapy. Customer¿s blood glucose (bg) level reading of "high" on the continuous glucose monitor (cgm). Customer administered a correction bolus via the pump.